Event description:
The airlife brand, revision 3, 36-23446, print version broselow rainbow tape, distributed in the USA by (B)(4)., contains incorrect dosing information in the calculation basis section: the vecuronium dose is listed as 0.1 mg/ml rather than the correct dose of 0.1 mg/kg, and the flumazenil dose is listed as 0.1 mg/kg rather than the correct dose of 0.01 mg/kg.